Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant result when using the bd onclarity¿ hpv assay on bd cor¿ system (ref. (B)(4)) from kit lot 5076489 was performed by the review of manufacturing records, review of customer¿s data and by the complaint¿s history review. The review of quality control records of hpv assay kit lot 5076489 revealed no anomalies that could explain the customer¿s discrepant results. Customer complained about discrepant results due to p1 and hpv targets, which were negative on the initial test and positive on the retest. The retest was performed since despite the negative result in the initial test, CT value for the p1 target (fam channel, g2 master mix) was observed by the customer. Two run files from bd cor¿ gx instrument (B)(6) were received for the investigation. The discrepant result was obtained on 2025-09-25 and 2025-09-26, where the p2 target was positive but the p1 and hpv 16 target were negative on the initial test despite a CT value for the p1 target which is over the assay threshold. The retest shows a positive result for hpv 16, p1 and p2 targets. Manual pcr curve adjudication of the p1 discrepant results revealed late and low, but true p1 amplification curve for the initial test, which was too late and did not pass the thresholds to be considered positive. For the hpv 16 discrepant results, no amplification of this target was observed in the initial test but a late and low, but true positive amplification curve was present in the retest and was considered positive by the algorithm. Overall, these variable results appear to be due to sample homogeneity and/or target concentration near the limit of detection. According to the instruction for use document, detection of high-risk hpv is dependent on the number of copies present in the specimen and may be affected by multiples factors. Nevertheless, manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. The assay was designed with clinical cut-off thresholds, not analytical cut-off thresholds, meaning that for low positive patient samples, detection is not 100% as those patient samples may not have a significant amount of the virus to indicate pre-cancer or cancer. The goal of hpv screening is not to detect the hpv virus but rather to determine the level of infection associated with the development of cin2+ disease as verified by histology. Based on the data and information provided, variable results due to sample homogeneity and/or target near the limit of detection are suspected to be the cause of the customer¿s discrepant results. Nonetheless, no reagents issue is suspected. There is no indication of a reagent issue based on the analysis of the complaints received for discrepant results on the hpv assay kit lot 5076489. The root cause was not identified. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action since no new hazard was identified.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. The first test result was p1 negative and p2 positive. The repeat test was both p1 and p2 positive. There was no report of patient impact.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of bd onclarity¿ hpv assay reagent pack for bd cor, a false negative patient result was obtained. The first test result was p1 negative and p2 positive. The repeat test was both p1 and p2 positive. There was no report of patient impact.